Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Any additional information will be submitted in a follow-up report.

Event description:
It was reported to vyaire that the user interface module (uim) on the avea ventilator intermittently turns white. The customer stated there was not patient involvement.

Manufacturer narrative:
(B)(4). The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue could not be duplicated in the laboratory setting. Any additional information received regarding this complaint will be submitted in a follow-up report.